Event description:
It was reported that during a follow up, x-ray showed externalized conductors. The electrical parameters were good. There were no adverse consequences. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.